Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; (B) (4) full lead returned.

Event description:
It was reported the proximal coil started to unravel/separate during the implantation process. The lead was not used. This was reported during the implant procedure. No patient complications have been reported as a result of this event.